Event description:
Our sales rep that attended the case and reported that dr reamed up to 12.5 mm to insert the stem. He further more report that the surgeon used a 13mm stem but the stem appeared loose within the femur, the surgeon then used a 14mm stem but the stem also appeared to be too thin and was loose within the femur. The surgeon inserted the size 15mm stem and reported that there were no adverse consequences. The items are being returned for further investigation.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, and additional information will be reported in a supplement.